Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead and the patient was hospitalized. As a result, bedrest and surgical sealant was used to address the issue. It is unknown which lead caused the csf leak.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000177291.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.